Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The vad coordinator reported that an excessive fibrin formation was found in the pump and inflow cannula. A pump exchange was completed on (B)(6) 2011.